Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 intima-ii y 24gax0.75in mz prn slm npvc experienced a broken/detached needle which was noted prior to use. The following information was provided by the initial reporter: in the morning, the head nurse of general surgery department took out a box of new indwelling needles and distributed them to the treatment car. She found that a joint was separated from the indwelling needles. She checked the whole box of indwelling needles and found 3 cases of the same situation.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8325586. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our evaluation of the submitted device determined that the root cause for this event is related to human error. The joint requires a manual rotation in order to be properly tightened. Failure to do this can result in tie joint becoming dislodged during transportation of the device. In order to address this event we have issued a retraining of the relevant personnel.

Event description:
It was reported that 3 intima-ii y 24gax0.75in mz prn slm npvc experienced a broken/detached needle which was noted prior to use. The following information was provided by the initial reporter: in the morning, the head nurse of general surgery department took out a box of new indwelling needles and distributed them to the treatment car. She found that a joint was separated from the indwelling needles. She checked the whole box of indwelling needles and found 3 cases of the same situation.